Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported her tampon fell apart and pieces remained inside of her. She visited a doctor who confirmed all pieces were removed.